Event description:
Burns on sacroiliac [thermal burn], wore the wrap for about 10 hours/did not check his skin under the product while wearing thermacare [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot number ad3848, expiration date oct2021, via an unspecified route of administration from (B)(6) 2019 at unknown dose for lower back pain. Medical history included piriformis syndrome from 1999 and ongoing and arthritis. Concomitant medication included naproxen sodium for arthritis. Consumer stated that he got a call about the thermacare heat wraps recall on the back pain therapy. He got burns on his lower sacroiliac just above his tail bone area. He said that the burns he received had been there two weeks (since (B)(6) 2019). He wore the wrap for about 10 hours. He wore the wrap while bringing his mother to the hospital. The next day he noticed a rash on the lower back and near his tail bone. He said it looked like a brand and had not faded at all in at a least a couple weeks. The burn did not break the skin or blister. He stated that if the skin had broken, he would have gone to the doctor. The burn was very noticeable. The burn that was sustained, had not faded at all. He did not consult a healthcare professional for the problem. Consumer put aquaphor on the burn. He considered there was a reasonable possibility that burn was related to the product. Consumer was currently under the care of a physician for high blood pressure and arthritis. He classified his skin tone as very light. He did not have sensitive skin. He purchased the red box. There was some product remaining. He used the product approximately 10 hours per day. Consumer previously used thermacare heatwrap in 2017 and did not experience the same problem. He previously used capsicum heat patch in 2017 and did not experience a problem. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. The action taken in response to the event of the product was permanently discontinued. The outcome of the event burn was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn and intentional device misuse are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] wore the wrap for about 10 hours/did not check his skin under the product while wearing thermacare [intentional device misuse], burns on sacroiliac/he noticed a rash on the lower back [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. This 58-year-old-male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot number ad3848, expiration date (B)(6)2021, via an unspecified route of administration from (B)(6)2019 to (B)(6)2019 at unknown dose for lower back pain. Medical history included piriformis syndrome from 1999 and ongoing, ongoing arthritis, and ongoing high blood pressure. Consumer was currently under the care of a physician for high blood pressure and arthritis. He classified his skin tone as very light. He did not have sensitive skin. Concomitant medication included naproxen sodium for arthritis. Consumer previously used thermacare heatwrap in 2017 and did not experience the same problem. He previously used capsicum heat patch in 2017 and did not experience a problem. Consumer stated that he got a call about the thermacare heat wraps recall on the back pain therapy. He got burns on his lower sacroiliac just above his tail bone area. He said that the burns he received had been there two weeks (since (B)(6)2019). He wore the wrap for about 10 hours. He wore the wrap while bringing his mother to the hospital. The next day he noticed a rash on the lower back and near his tail bone. He said it looked like a brand and had not faded at all in at a least a couple weeks. The burn did not break the skin or blister. He stated that if the skin had broken, he would have gone to the doctor. The burn was very noticeable. The burn that was sustained, had not faded at all. He did not consult a healthcare professional for the problem. Consumer put aquaphor on the burn. He considered there was a reasonable possibility that burn was related to the product. He purchased the red box. There was some product remaining. He used the product approximately 10 hours per day. He did not check his skin under the product while wearing thermacare. He read the usage instructions on thermacare before used the product. He did not engage in exercise while using the product. The action taken in response to the event of the product was permanently discontinued in (B)(6)2019. The outcome of the event burn was not resolved. The outcome of other events was unknown. A sample was available for return if requested. According to product quality complaints: a return ample has not been received at the site. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the site name site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective(B)(6)2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. Document review summary: batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec#, effective: (B)(6)2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Follow-up ((B)(6)2019): follow-up attempts are completed. No further information is expected. Follow -up ((B)(6)2019): new information from a product quality complaint group includes sample available for return (yes) and investigation results. No follow up attempts needed. No further information is expected.

Manufacturer narrative:
A return ample has not been received at the site. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the consumer reporting receiving a burn from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the site name site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-#, complaint trending guideline, effective (B)(6)2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. Document review summary: batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec#, effective: (B)(6)2018.this batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified.